Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator unit. Subsequently, the patient underwent revision surgery (date not reported) to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.